Event description:
On (B)(6) 2012, the patient contacted animas requesting help with adjusting the total daily dosage (tdd) limits because her blood glucose (bg) levels have been elevated "since around thursday night." The patient's bg's have been in the 300-400's mg/dl with an average of 309 mg/dl over the last 3 nights. She stated that her bg at the beginning of the call was 498 mg/dl. The patient denied having any symptoms and had not tested for ketones. The patient also mentioned that she possibly have a "bug" or infection, which could have contributing to her elevated bg levels. The animas customer service representative (csr) offered to troubleshoot the pump with the patient; however, the patient did not want to troubleshoot at the time. The csr encouraged the patient to monitor her bg levels and to contact her doctor for questions on dosing. The patient stated that she will contact animas if her bg level are not resolved. As of (B)(6) 2012, the patient has not contacted animas. Animas also had made an attempt to follow-up with the patient on (B)(6) 2012 but was only able to leave a message requesting the patient to contact animas. Based on the provided information, this complaint is being reported because the patient reportedly experienced elevated blood glucose levels while using the pump. The patient mentioned that she may have a "bug" or infection but it was not confirmed. Since the patient refused to troubleshoot the pump, use error and/or a possible malfunction cannot be ruled out as contributing factors to the elevated bg levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. A 29 hour flow accuracy was performed; pump passed flow accuracy test and found to be delivering within required specifications. Daily insulin delivery totals match the programmed basal rate. No activity outside patient use at time of reported high blood glucose levels.